Manufacturer narrative:
Toba, kiyoshiro, et al. (2026). A case in which a crt-d reached eri, and pacing spikes from a retained pacemaker were oversensed, causing syncope in a patient with complete av block. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Mp-p69.

Event description:
It was reported per article of interest literature review that a male patient developed complete av block (cavb) after open heart surgery during childhood and became pacemaker dependent using a microport pacemaker (pm). In adulthood, a boston scientific cardiac resynchronization therapy defibrillator (crt-d) was implanted while the original pm was left in place. He presented to the emergency department after sudden syncope. Intermittent right ventricular (rv) lead noise oversensing caused device-induced bradycardia. A temporary pacemaker was inserted, and crt-d was reprogrammed to maintain biventricular pacing even during noise oversensing; the patient was admitted emergently. During evaluation, noise was not reproducible with physical maneuvers, and lead data were unremarkable. Because syncope persisted, lead replacement was planned. The following day, periodic noise reappeared. It was suspected that the crt-d was oversensing pacing spikes (ps) from the retained pm. Interrogation revealed the pm had reached elective replacement indicator (eri), switching to vvi 70 ppm, and the oversensing of pacing spikes was confirmed. To avoid pm dominance, crt-d lower rate limit was increased to 75 ppm, and the pm generator was surgically removed on hospital day 3. No additional adverse patient effects were reported.